Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® iliac branch endoprosthesis internal iliac component: catalog #unk/ serial #unk/ UDI #unk. Date of event: as the date of identification of the device occlusion remains unavailable, the date of event will be estimated as the date of event provided by the user facility in the MDR: (B)(6) 2022. (B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis occlusion, occlusion of device or native vessel, and amputation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was obtained from voluntary user facility MDR report #(B)(4): on an unknown date, gore® excluder® iliac branch endoprostheses were implanted to treat an unknown etiology. On or about (B)(6) 2022, acute occlusion of the right limb of the iliac branch component and additional occlusion of the right internal iliac branch were reported. On an unknown date, a fem-fem bypass, subsequent fasciotomy, and below knee amputation were performed.